Event description:
It was reported that customer experienced alarm 2 followed by alarm 26, along with multiple occlusion events, and customer¿s blood glucose rose to 331.2 mg/dl during event. Customer gave correction dose through pump, did not require help from others, and there was no additional information received regarding further impact to customer¿s blood glucose level. Customer changed cartridge, resumed insulin, received education that cartridge should not be used for more than 72 hours, confirmed understanding, and case was closed by technical support with no further assistance needed.